Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 1ml insulin syringe was deformed. The following information was provided by the initial reporter, translated from japanese to english: bdj found that the correct issue is "stopper deformed" from returned sample.

Manufacturer narrative:
H6: investigation summary; customer returned (1) loose 1cc, 12.7mm syringe. Customer states that the plunger rod was melted. The returned syringe was examined and exhibited a deformed stopper in the barrel. Unable to perform DHR check for stopper damaged due to unknown lot number. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ 1ml insulin syringe was deformed. The following information was provided by the initial reporter, translated from japanese to english: bdj found that the correct issue is "stopper deformed" from returned sample.